Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire technical support advised the customer to look at date of batteries, if over 2 years and look at replacing gas delivery engine. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the avea ventilator alarmed ventilation inoperable. At this time, there is no information regarding patient involvement associated with the reported event.